Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('abnormal bleeding (general)') in a 31-year-old female patient who had essure (batch no. B82471) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test.". The patient's medical history included pilonidal cyst excision in 2000, overweight, urinary incontinence, bowel incontinence and lack of libido (sexual responsiveness,). Previously administered products included for prevent pregnancy: paragard iud in 2007 and contraceptive pill in 2006. Concurrent conditions included hot flashes, vomiting, visual disturbances and unspecified noninflammatory disorder of vagina. Concomitant products included hydrocodone bitartrate;paracetamol (vicodin) and ibuprofen. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss"), headache ("headaches"), migraine ("migraines / headaches") and nausea ("nausea"). In (B)(6) 2014, the patient was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced depression ("psych injury,psychological or psychiatric problems condition: depression,"). In (B)(6) 2015, the patient experienced urticaria ("rash/skin condition,rashes or skin conditions type: hives,"). On (B)(6) 2017, the patient experienced ovarian cyst ("other injury(ies) or complication please describe: cyst on left ovary"), 3 years 2 months after insertion of essure. On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("back pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), blood disorder ("blood disorder"), cardiac disorder ("heart disorder"), bladder disorder ("bladder problems,changes"), urinary tract disorder ("urinary problems") and fatigue ("fatigue") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, dyspareunia, abdominal pain, back pain, metrorrhagia, blood disorder, cardiac disorder, female sexual dysfunction, urticaria, bladder disorder and migraine had resolved and the depression, urinary tract disorder, vaginal discharge, fatigue, alopecia, hormone level abnormal, headache, weight increased, nausea and ovarian cyst outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, blood disorder, cardiac disorder, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, metrorrhagia, migraine, nausea, ovarian cyst, pelvic pain, urinary tract disorder, urticaria, vaginal discharge and weight increased to be related to essure. The reporter commented: patient had anti-depressant due on (B)(6) 2014 to 2015. Esusre confirmation test discrepancy: (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: result: total bilateral occlusion. Ultrasound scan vagina - on an unknown date: the endometrium was thickened and premenstrual in appearance but without focal masses or abnormal flow and both essure coils are seen at the tubal ostia. Right ovary wnl left ovary - sim ie c st noted patient tender to ev. Most recent follow-up information incorporated above includes: on 1-nov-2019: plaintiff fact sheet and mr received, new reporter, patient demographic, patient concomitant condition historical and concomitant medication, essure start stop date, lot number, new events: migraines / headaches, cyst on left ovary, abnormal bleeding (general), event onset date and outcome were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('abnormal bleeding (general)') in a 31-year-old female patient who had essure (batch no. B82471) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test.". The patient's medical history included pilonidal cyst excision in 2000, overweight, urinary incontinence, bowel incontinence and lack of libido (sexual responsiveness,). Previously administered products included for prevent pregnancy: paragard iud in 2007 and contraceptive pill in 2006. Concurrent conditions included hot flashes, vomiting, visual disturbances and unspecified noninflammatory disorder of vagina. Concomitant products included hydrocodone bitartrate;paracetamol (vicodin) and ibuprofen. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss"), headache ("headaches"), migraine ("migraines / headaches") and nausea ("nausea"). In (B)(6) 2014, the patient was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced depression ("psych injury,psychological or psychiatric problems condition: depression,"). In (B)(6) 2015, the patient experienced urticaria ("rash/skin condition,rashes or skin conditions type: hives,"). On (B)(6) 2017, the patient experienced ovarian cyst ("other injury(ies) or complication please describe: cyst on left ovary"), 3 years 2 months after insertion of essure. On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("back pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), blood disorder ("blood disorder"), cardiac disorder ("heart disorder"), bladder disorder ("bladder problems,changes"), urinary tract disorder ("urinary problems") and fatigue ("fatigue") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, dyspareunia, abdominal pain, back pain, metrorrhagia, blood disorder, cardiac disorder, female sexual dysfunction, urticaria, bladder disorder and migraine had resolved and the depression, urinary tract disorder, vaginal discharge, fatigue, alopecia, hormone level abnormal, headache, weight increased, nausea and ovarian cyst outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, blood disorder, cardiac disorder, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, metrorrhagia, migraine, nausea, ovarian cyst, pelvic pain, urinary tract disorder, urticaria, vaginal discharge and weight increased to be related to essure. The reporter commented: patient had anti-depressant due on (B)(6) 2014 to 2015. Esusre confirmation test discrepancy: (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: result: total bilateral occlusion. Ultrasound scan vagina - on an unknown date: the endometrium was thickened and premenstrual in appearance but without focal masses or abnormal flow and both essure coils are seen at the tubal ostia. Right ovary wnl left ovary - sim ie c st noted patient tender to ev. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-nov-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test.". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), abdominal pain ("abdominal pain"), back pain ("back pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), blood disorder ("blood disorder"), cardiac disorder ("heart disorder"), dermatitis allergic ("rash/skin condition"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss") and headache ("headaches") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (on (B)(6) 2018 to remove essure device). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, abdominal pain, back pain, metrorrhagia, blood disorder, cardiac disorder and dermatitis allergic had resolved and the psychological trauma, bladder disorder, urinary tract disorder, vaginal discharge, fatigue, alopecia, hormone level abnormal, headache and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, blood disorder, cardiac disorder, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hormone level abnormal, metrorrhagia, pelvic pain, psychological trauma, urinary tract disorder, vaginal discharge and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: plaintiff fact sheet received: event injury nos was updated with dysmenorrhea (cramping), dyspareunia (painful sexual intercourse ), apareunia, pelvic pain, abdominal pain, metorhagia (bleeding b/w periods), blood disorder, heart disorder, rash/skin condition, psych injury, bladder probs., urinary probs., vaginal discharge, fatigue, hair loss, hormonal changes, headaches, weight gain and she did not undergo an essure confirmation test. Reporter (consumer) information updated, patient date of birth, age group added, essure indication updated, and product stop date added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.